Event description:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type.

Manufacturer narrative:
On (B)(6)2019, the following additional information was obtained: additional testing was performed and noted that the axis 7 failed check sensor. During troubleshooting, it was noticed that the gap between the rotary joint secondary and rotary joint primary was too big. The rotary joint primary was replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. The surgeon side console¿s master tool manipulator (mtm) was returned for failure analysis. Failure analysis (fa) investigation confirmed and reproduced the reported complaint of the errors occurred along axis 7/gimbal yaw during sine cycle. The axis 7 motor will be replaced as a fix. This compliant is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered a non-recoverable fault 23013 and rebooted the system multiple times with no success. The isi technical support engineer (tse) reviewed the logs and noted errors 23013 and 23008 pointing to the master tool manipulator left (mtml). The customer stated the surgeon side console (ssc) circuit breaker was in the ¿0¿ position. The customer powered down the system and flipped the switch to the ¿1¿ position. The system powered back on with non-recoverable error 23008. The procedure was converted from robotic-assisted to a laparoscopic surgery. There was no reported patient injury. On 03/07/2019, isi follow-up with the initial reporter and obtained additional information. All errors reported were noted during the same procedure (sigmoid colectomy). The laparoscopic surgery was completed successfully with no injury to the patient.